Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, clouds, and wear abrasion. A weight test of the device was performed and verified the weight within specification. Bubbles in the gel were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is no observation found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture, pain, and due to textured implant.

Event description:
Healthcare professional reported right side rupture, "pain," and removal due to textured device. Device remains implanted.